Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative replaced the power switch to resolve the reported issue.

Event description:
The hospital reported an error that could result in a complete loss of ventilation. There was no report of patient involvement.